Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received a button error alarm. The patient's blood glucose at the time of incident was 173 mg/dl. No further details were given. The product is in warranty but no return material authorization was created; no products were shipped or returned.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a stripped battery cap coin slot and cracked battery tube threads.